Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Legal representative alleged that the pump is not working on the lift. She stated there is a leak somewhere. And when the pump is going up slow, and she stops pumping, the lift will start to lower. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.